Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, returned implant registration card (irc) for onxaap-25 serial number (sn) (B)(4) was implanted on (B)(6) 2019 in the aortic position. A database search for the patient showed an irc for onxae-25 sn (B)(4) implanted on (B)(6) 2013 in the aortic position. This investigation is in reference to the onxae-25 sn (B)(4).

Manufacturer narrative:
A review of the available information was performed. Onxae-25 sn (B)(6) was implanted (B)(6) 2013 in the aortic position of a 49-year-old male. On (B)(6) 2019, this valve was explanted and replaced with onxaap-25 sn (B)(6). Despite attempts to acquire additional information, the only response received was that the patient was doing very well. Consequently, there is not enough information to know why the decision was made to explant the original on-x valve, but the fact that a valved conduit (on-x model aap) was used as the replacement suggests the patient¿s native aorta may have been involved. We have no evidence to suggest what, if any, contribution the original valve had to the decision to re-operate and replace. The instructions for use [IFU] for the on-x valve acknowledge reoperation and explantation as potential consequences of a complication following prosthetic valve replacement, but we have no evidence of any valvular malfunction. There is too little information to determine what, if any, relationship the valve has to the decision to explant it. The manufacturing records for onxae-25 sn (B)(6) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. No further action is required at this time. Should additional information become available, it will be evaluated, and the complaint will be reopened. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.